Event description:
Customer reportedly received results of 169 mg/dl and 81 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with a small glass of orange juice and low blood glucose symptoms improved within a few minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.